Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that the atrial lead measurements showing no result for sensing for a while, then showed 2.5 to 3mv. Atrial pace impedance was lesser than 100 ohms several times in the past but then goes to 300 ohms and is steady for quite a while. Now getting good sensing and 300 ohms impedance. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).